Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, severe force applied to the implant, excessive twisting, bending, or stretching, multiple tunneling attempts, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient was implanted at the c2-c3 medial branch targeting the occipital nerve. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "the freedom pns system is not intended to treat pain in the craniofacial region". Additionally, the surgical site was closed with staples which is non-compliant to the IFU. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -off-label use as the device was implanted at the c2-c3 medial branch targeting the occipital nerve (user error-clinician). -non-compliance to the IFU as the surgical site was closed with staples (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported impaired healing. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2024, and the patient is doing well.